Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device confirmed there was no sound coming from the speaker at all. The fse replaced the speaker and the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
It was reported that the intellivue patient monitor mx750 comes up with speaker error when starting up. The device was in use at time of event, there was no adverse event reported.